Event description:
Smooth trac overhead bar bent.

Manufacturer narrative:
Device not returned for eval. Zimmer associate stated that the account had been previously in-serviced on proper traction set-up. The hospital purchased bar in previous year and was placing an order for traction; therefore, noticed the bent bar was bent and ordered a replacement.